Event description:
Post-operative impedances were greater than 40,000 ohms on all electrode pairs. During implant, the stimulation was tested with the snap-lid connector; impedances were normal and the stimulation was felt by a patient. It was planned to re-open the patient and check the extension insertion into the ins. All connections were ok. The patient was woken up to check the stimulation again and in recovery the device was programmed with coverage obtained in all painful areas.

Manufacturer narrative:
(B) (4).